Event description:
It was reported that prior to implant of the right ventricular (rv) lead the physician noticed a "large gap in the high voltage coil of the lead." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was dried blood on the lead tip and a large gap (coil stretched) appeared on the rv exposed coil. The blood on the lead tip leads us to conclude that a large gap on rv coil was happened during the implant procedure. If information is provided in the future, a supplemental report will be issued.